Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-15402). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device could not be interrogated. Different programmers were used to interrogate the device but were unsuccessful. The device was explanted and replaced. Patient condition is fine.